Event description:
It was reported that the patient was experiencing tremendous pain on the battery site. The patient underwent a revision procedure wherein the pocket site was moved up. Additional information was received that what the patient had was procedural pain which did not improve since the battery was implanted. The patient was doing well and noted less pain on the new battery site.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing tremendous pain on the battery site. The patient underwent a revision procedure wherein the pocket site was moved up.